Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter (ambulance meter). The complaint was classified based on customer service representative (csr) documentation. The patient reported, the meter issue began the week prior to contacting lfs. The patient alleges that she obtained an inaccurately high blood glucose result of ¿299 mg/dl¿ on the subject meter compared to ¿43 mg/dl¿ on the other device, performed less than 30 minutes apart. Csr noted that the patient manages her diabetes with insulin (self-adjuster), and that she made no changes in response to the alleged inaccurate high result. The patient reported that she developed symptoms, although it is unclear when the symptoms started, of ¿shakiness¿, which was treated with IV glucose at the emergency room. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.